Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired the alert did not prevent the system from starting up. A philips remote service engineer (rse) inspected the system remotely and log file were reviewed. The log files showed that the left wedge joystick was active at startup. Upon further inspection, the philips field service engineer (fse) replaced the imaging module. After this, the system has been returned to use in good working order. The geometry module was returned for further analysis. Functional testing was performed and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not prevent the system from starting up. Moreover, the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated an alert that the left wedge joystick was active at startup. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.